Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during a colonoscopy procedure performed on (B)(6), 2009 (patient weight is unknown). According to the complainant, when they attempted to apply cautery, the injection gold probe would not conduct current; they used a valley lab generator. The injection portion of the probe worked fine. They tried another generator and the injection gold probe still would not conduct any current. The injection portion of the probe worked fine. They used an olympus heater probe to complete the case. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be okay.

Manufacturer narrative:
The customer's complaint for the device's inability to perform cauterization during the procedure has not been confirmed. The device passed electrical testing. Kinks were noted during analysis. These kinks may have occurred during handling of the device during the procedure, therefore, operational context is the most probable cause for the kinks noted. (B)(4)

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during a colonoscopy procedure performed on (B)(6) 2009. According to the complainant, when they attempted to apply cautery, the injection gold probe would not conduct current; they used a valley lab generator. The injection portion of the probe worked fine. They tried another generator and the injection gold probe still would not conduct any current. The injection portion of the probe worked fine. They used an olympus heater probe to complete the case. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be okay.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during a colonoscopy procedure performed on (B)(6), 2009 (patient weight is unknown). According to the complainant, when they attempted to apply cautery, the injection gold probe would not conduct current; they used a valley lab generator. The injection portion of the probe worked fine. They tried another generator and the injection gold probe still would not conduct any current. The injection portion of the probe worked fine. They used an olympus heater probe to complete the case. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be okay.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).